Event description:
A distributor in denmark reported a malfunction alarm with a pump. There was no reported adverse impact on the customer's blood glucose level. Technical support resolved the issue by arranging a pump replacement. The customer did not share information about the backup insulin therapy they would use.